Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine device check. Interrogation reveled reproducible noise exhibited by the right atrial lead. The patient was scheduled for lead explant and the lead was replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can. All other damages were sustained during the procedure.